Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient representative reported rupture. Device side unknown. Device status unknown.

Event description:
Patient's family member reports rupture diagnosed with an MRI. The device has been explanted. This relates to the right side.

Event description:
Device explanted. This record is for right side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.